Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The caller said patient (pt) hasn't been able to recharge the implant for the past 3 years; caller said when patient recharged it got warm at pocket site. Caller wasn't able to say if it was the equipment that got hot or if it was the neurostimulator that got hot. Technical services(ts) recommend that patient call pats for further troubleshooting. Patient moved to tennessee and does not have a managing hcp for the implant. Patient needs MRI due to heart issues. The caller was not with the patient. The caller was redirected to pats. Pt called back from phone # 2. Reason for call was device removal. Pt moved to tn and did not have any device managing hcp. Reason for device removal was pt had 2 strokes in the last year and nobody would touch pt because of the implanted device. "They would rather have me stroke out than take this thing out of me". Hcp would not touch the pt without getting per mission from manufacturer. "They will rather let me die on the table from stroke than taking a problematic device out". Pt reported the device does not even work, it hurts. Pt said it still moved around in their body. Pt said issues started about 2 years ago. Pt said the device had not worked for 2-almost 3 years. Pt wanted to get listings of physicians who could take the device out. Mailed the listings. Pt also provided a new address. Emailed prs.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt called back re-reporting the previously documented information. Pt said they were needing an MRI due to a possible stroke. Pt said their controller was possibly in a storage unit and could not access it. Pt reiterated that they hadn't been using the ins and that it hadn't worked for about 2 years. Pss reviewed MRI compatibility with pt and redirected pt to hcp for further assistance. Pss also provided pt with number for tech services. Pt said they just want the ins taken out. Additional information was received from the patient (pt). It was reported that pt mentioned they had pain right after implant date at implant site, but assumed the pain was due to the surgery, but the pain never went away in the 3 or so years they had the spinal cord stimulator (scs). Pt said the scs never really provided therapeutic relief and at least two years ago, the pt said they stopped charging the scs because it would take forever to charge and was not providing relief. Pt said they may have ripped a muscle around their ins. Pt mentioned they also felt a burning sensation at their implant site when charging their ins. Pt said their ins would not charge and they would get their ins "caught on things." Now, the pt may have had a stroke a couple of weeks ago and the hcp wanted to perform an MRI. Pt said the hcp may have called pats in the past to talk about MRI information with technical services agent. Pt said their external equipment was in storage and they no longer had access to their external equipment. Pt said they could not access MRI mode because their ins was depleted and they did not have external equipment. The patient was redirected to their healthcare provider to further address the issue. Pt said they had been trying to get MRI for the past month. A replacement recharger, ac power supply, and recharging belt were sent out.